Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose due to not eating enough. It was reported that the customer passed out and paramedics were called; customer's blood glucose was around 40 mg/dl. Customer was treated with glucose tablets. Customer was not transported to the hospital and stayed in bed for about three days. Customer was using insulin pump within 48 hours of reported event. Customer was not able to determine the condition of the drive support cap. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.